Event description:
On (B)(6) 2010, pt reported the down button on the infusion device was not functioning properly. Down button began to work intermittently a few weeks prior to report. When she noticed this, the infusion device did not produce a beep or vibration when the down button was pressed. Pt has had this infusion device for 3 years and boluses 5-6 times per day. Down button does pop up after it is pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.